Manufacturer narrative:
The exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. The complainant was unable to provide the suspect device upn lot number; therefore, the device manufacture date and expiration date is unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an rx locking device biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. According to the complainant, when the snare was advanced in the rx locking device, the sponge detached and was pushed down in the scope channel and completely blocked the scope. Reportedly, the sponge was completely removed from the scope by pushing it out with a biopsy forceps. Although it was reported that the procedure was completed, it is unknown if it was completed with the original scope and rx locking device. There were no patient complications reported as a result of this event. The patient's condition at the end of the procedure was reported to be good.